Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation and no images were provided. Based on the provided informations it has not been possible to determine the root cause of this event. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the condition of both femoral artery were bad, so the device was inserted from abdominal area. To secure the landing zone for the stent graft, 2 de-branching was selected based on patient's anatomy, and it was not suitable endovascular repair, however, the procedure was performed by the physicians' decision as a medical instructors case. First, 2 de-branching bypass was performed, then placed plug at subclavian artery following stent graft placement. When the physician flushed the device, leakage from the hemostatic valve was confirmed. Even after he inserted the device in the aorta, excessive amount of blood leakage was observed. Since leakage amount was excessive and it will be an obstacle for the procedure, another device (zteg-2p-38-202-pf) was used instead, and completed the procedure without problems. Patient outcome: the patient did not experience any adverse effects due to this occurrence.